Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model 4023 implantable pacing lead implanted (B)(6) 1999. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced loss of telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.